Manufacturer narrative:
Date of submission is (B)(4) 2010. This closes out this report unless add'l significant info is rec'd.

Event description:
Consumer initially contacted manufacturer on (B)(6) 2010 indicating he used the product for the first time on (B)(6) 2010. While he had an erection, he put the product on and lost the erection and couldn't get it back. The next morning, he was also unable to get an erection. On (B)(6) 2010, follow up info was rec'd indicating that the consumer's symptoms have not abated, but he has not seen a doctor. With this follow up info, this cae is being assessed as serious.